Event description:
The customer stated that she was hospitalized due to hyperglycemia. The reported blood glucose reading was 233 mg/dl. Troubleshooting was performed and found that the customer did not remove the needle guard prior to insertion, causing the cannula to not be inserted into her body. The customer stated that she has hard time remembering the sequence to follow when changing her infusion set and priming the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.